Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the calcified common femoral artery after an interventional procedure. Reportedly, after the marker lumen had pulsatile flow, the lever used to deploy the foot could not be pulled all the way back. Deployment of the plunger was attempted, but could not be completed and the lever was returned back to its original starting position. The device was removed. The physician thought the reason that the lever could not be pulled back was the foot may have caught on a shelf of plaque. The procedure was completed using a contralateral approach and angioplasty was performed for two minutes in the initial access site. Manual compression was applied and hemostasis was achieved. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
The pt reported that the "ok" keypad button was not responding and did not spring back. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that it was partially deployed with blood present. The link was loose with both cuffs in the foot pockets. The posterior needle tip had been ejected with approximately 2cm of the rail suture loose. The plunger was removed and the anterior needle was found bent proximal of the follower. Both ends of the foot were examined and there were no needle strike marks detected. These findings are consistent with and confirm the reported event. The report of the closure site being calcified is consistent with the anterior needle bending as it struck the material during deployment. The anterior needle striking the material caused both needles to stop short of capturing the cuffs during plunger deployment. The report of the lever not rising fully and the foot not opening completely is also consistent with the device striking calcified material and stopping at that point. Based on the investigation findings, the root cause for the event is due to patient selection and operational context in use of the device. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.